Event description:
It was reported the asymptomatic patient¿s pacemaker went into backup mode due to a suspected telemetry break. The patient presented in clinic where the device was restored without issue. The patient was asymptomatic and stable.